Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty scope socket connector could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not touch the electrical contacts inside the video system center¿s connectors. ·do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect processor was returned to the service center for evaluation. The customer's reported issue was confirmed as there was no image and blinking displayed due to a bad scope socket connector. Additionally, the system software needs to be upgraded to the latest version. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical equipment specialist at the user facility that the visera elite video system processor reportedly had "no image/blinking" during preparation for use. No patient injury or harm was reported. The processor will be returned for service.